Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic hysterectomy. The vessel sealing device caused the insufflation machine to alarm due to lack of flow through the trocar. The seal of the port was damaged. The trocar became stuck on the suction irrigator and when they were pulled apart, the internal seal of the trocar broke. To correct the issue, the surgical team had to switch the gas tube from one trocar to another each time the vessel sealing device was passed between them. A second trocar was used when the suction irrigator was stuck inside the trocar. No patient injury or extension in surgical time. Patient status is alive, no injury.